Event description:
It was reported the programmer will not interrogate. Several different programmer rf (radio frequency) heads were tried, powers up but will not interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Unit worked properly. No anomalies found.